Event description:
It was reported that the elite iq fired unintentionally while in the holster after a treatment was performed. No patient injury was reported. Clinical had reached out to the site to discuss locking the handpiece prior to placing it into the holder. Customer reports that it is likely that operators were not locking the handpiece. A device evaluation was performed and confirmed to be operating within specification. Labeling instructs users to engage fingerswitch lock when handpiece is not in use to avoid unwanted laser emissions. Due to the site reporting that the device was firing on its own, this event is an aro (accidental radiation occurrence) and therefore reportable.